Event description:
I purchased a drive shower bench grey that holds weight up to 400 pounds. While using in shower the seat started going toward my glass shower doors, so I immediately got up and started to check the aluminium legs that hold the weight of the bench are leaning sideways, and noticed cracks in the aluminium where the bolts attach up under the seat. I am around (B)(6) and the seat is supposed to hold up to 400. This could have been bad if I would have gone through the glass shower doors. Chair purchased for non weight bearing surgery.